Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate low results compared to their feelings and/or normal readings. The cca walked through a control solution test with the patient and the test failed. The reporter claimed obtaining blood glucose readings of 102 mg/dl with the subject meter. This complaint is being reported because it is unknown if the results would/would not meet lifescan¿s accuracy criteria. The alleged inaccuracy issue was not resolved with troubleshooting. There was no

Manufacturer narrative:
Follow-up # 1 ¿ (04/15/2015). The patient¿s test strips have been returned on 3/3/2015 and evaluated by lifescan product analysis on 3/31/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.